Manufacturer narrative:
Reported event: an event regarding disassociation involving duracon stem was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: a review of the product history records indicate all devices were manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact case of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Not available.

Event description:
It was reported that the patient's left knee was revised. As reported by rep: "stem loosening at the boss junction. (Revised components) small mrh femur with 10mm augments medial lateral, 10x80 stem and modular components." Spoke to rep. The stem was beginning to come unthreaded from the femoral components. There are no allegations against the revised augments or modular components. An mrh femoral component with stem, augments and blocks, tibial sleeve, insert, and tibial rotating component were implanted, and the patient's native patella was resurfaced. Rep provided usage sheets for primary and revision, and confirmed that no further information will be released by the hospital or surgeon.